Event description:
The customer reported to olympus, the light provided by the light source was inconsistent. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus instead was serviced and repaired onsite with the 3rd party distributer cleaning the focus lenses of the device from burnt-on material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that the light provided by the light source was inconsistent, occurred because there was a dirt on the focus lens of the device. Olympus will continue to monitor field performance for this device.